Manufacturer narrative:
Customer contact reports no patient information available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 cell and o-ring were replaced to resolve the reported issue.

Event description:
The hospital reported a leak in excess of 4.5lpm preventing mechanical ventilation. There was no report of patient involvement.